Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device exhibited noise oversensing on the atrial channel which caused the device to trigger an atrial tachy response (atr) when it was unnecessary. Boston scientific technical services (ts) was contacted for troubleshooting assistance. Ts discussed programming options and that source of noise may be due to myopotentials. The clinician plans to continue to monitor this patient. This device remains in service. No adverse patient effects were reported.